Manufacturer narrative:
Patient's weight updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a ablation of the posterior sacrum procedure yesterday. With assistance, the patient turned the stimulation on and felt a gradual onset of uncomfortable stimulation. The patient was on program 4 and wanted to decrease the stimulation. They were able to decrease the stimulation to 0.7 which felt comfortable for them sitting, standing, or walking. Troubleshooting resolved the stimulation issue. The patient was to track their symptoms and was aware to decrease the stimulation if it became uncomfortable. There were no further complications reported or anticipated.